Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Item # 650-1057, head, lot # unk. Item # 13-104052, shell, lot # unk. Item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05671; 0001825034 - 2018 - 05672; 0001825034 - 2018 - 05673.

Event description:
It was reported that approximately 9 days post implantation, the patient developed a dvt. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant medical products : ceramic biolox xd option head 32mm catalog #: 650-1056 lot #: ni, ringloc radial shell 50mm catalog #: 13-104050 lot #: ni, unknown e1 liner catalog #: ni lot #: ni, ceramic biolox option type 1 taper catalog #: 650-1064 lot #: ni. The complaint sample was not evaluated and the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with the event. 0001825034-2018-05670, 0001825034-2018-05671, 0001825034-2018-05672, 0001825034-2018-05673, 0001825034-2018-09272.